Manufacturer narrative:
The complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined. Two photographs were provided for investigation, which showed a fractured q-syte connector. The sample exhibited evidence of use. The top body was fractured near the weld, and the threaded section of the top body was connected to an extension set. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. As the device has been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the production records from the implicated lot showed no related quality issues or process deviations during manufacturing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Damaged joints/leakage of fluid when in use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.